Manufacturer narrative:
The device history records for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with blurred vision of the left eye post lasik treatment. The topical steroids were increased and a flap lift and rinse was performed. Six weeks later cells were noted to have recurred. An enhancement is needed but not planned at this time. Additional information has been requested.